Event description:
The hospital reported that the device came through the self test, but when testing on the simulator (test lung) it has failed. There was no report of patient involvement.

Manufacturer narrative:
This report is being submitted retrospectively per FDA request. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Block h4: date of device manufacture was unavailable at time of MDR filing.